Event description:
Customers dds stating that the chip in the tooth happened due to pressure of the aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.